Event description:
It was reported that during an unknown procedure, the connection between the joint and the jaw fell off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient reported pain and dizziness with or without stimulation from the device. The results of an integrity test in 2009 indicate no evidence of malfunction of the receiver stimulator or electrode array. Programming around the anomalous electrodes did not alleviate the issues. The patient was explanted three months later and the patient was reimplanted with a new device during the same surgery.